Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported their stimulator was not working well for their pain relief and the issue began probably 4 years ago. Patient had adjustments but it was not relieving their pain. Patient hadn't been adjusted in 2 or 3 years. Patient noted they met with a new pain healthcare provider and the healthcare provider wanted to give the stimulation one more go to see if they could get a better adjustment to give them relief. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). Pt reported their implant stopped becoming effective after the first year and the surgeon removed the implant at the beginning of this year but left the lead implanted. Patient mentioned 2017 - 2018 was great but after the implant started becoming ineffective. Patient mentioned they would dial it in to get it back but the issue never resolved.